Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer experienced a repeated recoverable fault on universal surgical manipulator (usm) 1. The customer rebooted the system, however the issue persisted. The customer decided to stop using usm 1 and they are continuing with the procedure without the usm. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed errors pointing to the axes controller motor (acm) and axes controller spar (acs) in usm 1. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported error. The unit was tested on an in-house system, and it failed normal mode as it triggered 31226/25730/32114 errors. During in-house testing, the arm failed the fiber test both on parallelogram and rolling loop fiber tests. Performed a-b-a test on both fibers and confirmed the fibers were bad. All other tests were passed except for pitch friction speed very slow and low. A review of the remote fe logs show recorded errors of 31226/23087/25930.